Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker and a non-boston scientific right ventricular (rv) lead experienced a slow heart rate in the 40 beats per minute (bpm) range and several episodes of syncope. The minute ventilation (mv) feature had previously been programmed off. Device testing was performed and sensing, capture, and impedance measurements were normal. A surgical revision was performed and the rv lead was surgically abandoned and the device was explanted and replaced. No additional adverse patient effects were reported.